Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl. Customer was taken to the emergency room and admitted to the hospital. Intravenous insulin was administered. Elevated bg was resolved; there was no permanent damage. Upon discharge, customer was stable; date of discharge could not be recalled. Reportedly, "bad insulin" was the cause of the event. Customer was instructed by the hospital staff to dispose of it. Customer could not recall further details of the event.